Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus and cursor were out of alignment and calibration did not resolve the issue. The overlay/bezel was replaced and stylus calibrated. (B)(4)

Event description:
It was reported the programmer pen will not stay calibrated. The pen was replaced and recalibrated numerous times with no success. The programmer was returned for repair and test/calibration. There was no patient involvement.